Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2020, wherein one 3186 lead was explanted, and two new 3186 leads were implanted. In turn, the physician decided to leave the paddle lead implanted and not being used. Reportedly, the paddle lead had no issues. Effective therapy was confirmed post-operative.